Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot-specific issue. Based on the information provided the reported difficult positioning was the result of patient anatomy. The reported device causing damage to another device is the result of difficult positioning. There is no indication of a product issue with respect to manufacture, design, or labeling.na

Event description:
Subsequent to the initially filed report, the following information was received: when positioning the first clip, an attempt was made to take some m knob off, but this did not bring the clip away from the medial position and the clip appeared stuck. The clip was inverted and the steerable guide catheter was placed in a lateral position, but the clip remained stuck. Small repetitive movements were made and the clip was opened to 120 degrees and inverted again. Additional repetitious movements were made and finally the clip was freed. No additional information was provided.

Manufacturer narrative:
The device will not be returned for evaluation, the device was reportedly discarded. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information. The implanted mitraclip device referenced is filed under separate medwatch report number.

Event description:
This is filed to report device causing damage it was reported that this was a mitraclip procedure to treat degenerative mitral regurgitation (mr) with a grade of 4. Prior to device advancement, it was noted that the patient had a large p2 prolapse, flail, a long posterior leaflet and redundant tissue. One clip (00122u127) was successfully implanted without issues. To further reduce mr, a second clip (00122u126) was inserted and advanced under the valve. However, while under the valve, the clip because caught in chordae. Standard troubleshooting was performed, but the clip was unable to be removed. It was noted that while attempting to detach from the chordae, the second clip indirectly came in contact with the implanted clip. It was noticed that every time the second clip was attempted to be pulled above the valve, the first clip would travel with it. The second clip was able to be removed from the chordae; however, when the clip was pulled into the left atrium (la), it was noticed that the first clip had detached from the posterior leaflet and remained attached to the anterior leaflet (single leaflet device attachment/slda), causing mr to return to a grade of 4. It was noted that the maneuvering of the second clip is what caused the first clip to detach from the posterior leaflet. The second clip was removed without further issues, and the procedure was discontinued. Two days later, mitral valve replacement was successfully performed. No additional information was provided.